Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Sensing/oversensing: v-sic count of 334 beginning the 25 dec 2012. 4 short v-v cycle (<(><<)>220 ms) nst are observed on (B)(6) 2012. Alerts: alert recorded for oot subthreshold lead impedance on (B)(6) 2012.

Event description:
It was reported that due to the patient's abnormal interval timing, the device was unable to administer therapy to the patient during an episode of ventricular arrhythmia. The patient was rescued using external defibrillation. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5568 implantable pacing lead -(B)(6) 2009. (B)(4).

Event description:
It was reported that due to the patient's abnormal interval timing, the device was unable to administer therapy to the patient during an episode of ventricular arrhythmia. The patient was rescued using external defibrillation. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.